Event description:
According to the pt, the graft was implanted in 1997, for an aorto-bifemoral procedure. In 1999, due to blockage (occlusion) by a blood clot in the graft (thrombus), the graft was explanted and replaced with another graft (type unknown). Six weeks later, another blood clot was found and was subsequently dissolved at the hosp. The pt stated that pt is now ok. Note: the pt stated that "blood stopped circulating in their legs." The exact incident date is unknown at this time, appears to be unattainable and has been approximated. This event had not been previously reported to the MFR.